Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode transferred to a new clinic. Review of stored device data upon interrogation with a programmer noted premature ventricular contractions (pvcs) with some undersensing of small signal amplitude measurements. The device was programmed to primary sensing vector. Technical services (ts) recommended review of secondary and alternate sensing vectors, however, there was no improvement. Ts discussed there being no further options to make sensing more sensitive at this time and discussed potential troubleshooting options to determine if something has changed resulting in the smaller signal amplitude measurements. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.